Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: was the knife return switch attempted before using the manual override to open the device? Did the jaws eventually open? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed where the cut line and staple line were approximately equal in length)? Was there any issue with staple formation (b-formation, irregular, legs straight)? Please described. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If so, please explain? Response received: this is additional information that I got from the surgeon. His fellow doctor activated pce60a. He triggered the safety button and firing trigger together, so the surgeon think there was the problem. The knife return witch was not attempted. That was a problem, too. The cutline and staples were normally formed. Jaws were not eventually opened. After the manual override button used, the knife turned back. I heard the patient¿s condition is okay.

Event description:
It was reported that while the lobectomy, the surgeon used 3rd cartridge with the device and the blade didn't turn back. So the surgeon activated the manual button. (Or nurse described the situation and I would get more information from the surgeon as soon as possible). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p57n34. The analysis found that one pce60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.